Event description:
Olympus was informed that during the laparoscopic colectomy with the use of the tb-0535fc th alarm had occurred then the probe tip had broken and fallen off into the patient's cavity. The physician had retrieved the fragment by the unspecified grasping forceps and re-started the procedure using other device. The procedure had been completed. There was no report of the patient's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for evaluation. The evaluation confirmed that the probe broke down at 17mm from the distal end. And there was a scratch at the broken point. The ptfe pad was not worn out. The physician activated the output with twisting the shaft and grasping the tissue at the tip of the probe, then the probe and grasping section became contact each other. It followed that the contact mark was made on the jaw and the probe. It was considered the possible reason of the probe damage error and the alarm. After that, since the physician continued to use the device, a crack of the probe was occurred and the probe presumably broke off due to the stress by excessive force. Based upon the finding of the evaluation, this report appears to be related to user handling. The above handling has already been restricted on the instruction manual of the subject device. The manufacturing history was reviewed, with no irregularities noted. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.